Manufacturer narrative:
(B)(4).

Event description:
During an emergency procedure, the patient had a 3.0 x 15 mm resolute integrity stent implanted in the rca # 2. The lesion had 99% stenosis and calcification. Lesion pre-dilation had been performed. Post-dilation was also performed. Timi flow was 0 post implant. After stent implant the patient seemed to get 'a stress of pci'. Pre-dilation was immediately carried out and a 3.5 x 30 mm resolute integrity stent was implanted in the rca#1. The lesion had 75% stenosis and calcification. Post-dilation was performed. Timi flow was 0 post implant. Both stents were confirmed to be expanded well when they were implanted and were sufficiently adhered to the vessel wall. When final angiography was performed, it could not confirm vessel form or condition because of an occurrence of acute thrombosis. The location of the thrombus was the rca # 1 (from middle of the implanted stent). Aspiration and poba were carried out several times, but blood flow was not restored. The patient was treated by transcatheter thrombolysis, and the procedure was completed. The patient was diagnosed as having right ventricular infarction. The physician commented that the event was related to the pci procedure and not to the drug-eluting stent. There were no issues with either device during the prep or the device inspection. There was no resistance noted during the delivery of either device. The patient experienced chest pain when their clot medication has worn off, but when the medications were applied again, the chest pain disappeared. Patient is reported to be in remission and no further complications were reported.